Event description:
It was reported, the patient felt stimulation in the wrong location and turned his stimulation off. It was stated, the stimulation and moved up to the patient¿s abdomen. It was further stated, the patient first noticed the change about six months prior to report. It was reported there were no falls, traumas, or new activities added to the patient¿s daily routine at that time. The patient noted he just rough housed with his daughter and went walking. It was noted the patient was scheduled to meet with a manufacturer representative five days after report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 3 777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 3550-39, lot# n321341, implanted: 2012 (B)(6); product type accessory. (B)(4).